Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. A cartridge change was performed resolving the alarm. Additionally, it was reported that an occlusion alarm occurred. Reportedly, a temperature changed had occurred prior to the occlusion alarm declaring. A system check was performed and the occlusion alarms were verified. Customer's blood glucose level ranged between 280-343 mg/dl.